Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 29 mmol/l (522 mg/dl) while wearing the pod between 5 and 24 hours. Patient was feeling sweaty, confused and had low blood pressure. Emergency services was called and the patient was transported to the hospital via ambulance. The pod was removed from the infusion site (arm) at the hospital and the cannula was found bent. The doctor stated the issue with the pod caused the patient to have a stroke. The patient was treated with insulin by pen, insulin IV drip and an MRI scan which confirmed the stroke. The patient was released after 5 days. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: l2+. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.